Event description:
It was reported that unspecified bd infusion set was cracked the following information was received by the initial reporter with the following verbatim it was reported by a customer that the bed noticed to be wet, all lines checked and connections at filters tightened. Blue chuxs placed under lines in case more leaking occurred, when checked again, leaking was again noted at the mivf line. Line disconnected, filter removed and line reconnected to patient. Filter noted to have crack in it.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.